Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eleven (11) events were reported for this quarter. Ten (10) devices were received. Four (4) events were duplicated during testing. The reported event was not duplicated during testing for 2 devices; however, the devices were outside specifications. Four (4) devices were found to be affected by compromised lubrication. Two (2) devices were found to be affected by corrosion. The reported event was not confirmed for 4 devices; the devices were found to be within specifications for the reported event. One (1) device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 11 malfunction events in which the device overheated. Three (3) events had patient involvement with no patient impact. Seven (7) reported events had no patient involvement or patient impact. One (1) event had patient involvement; the patient received a first-degree burn.